Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument overheated during the operation. The tissues of the abdominal cavity were slightly burned at the cauterization site. It was unknown if intervention was required for the burns. The procedure was completed with a backup instrument with no patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.